Manufacturer narrative:
The argus ID for this case is (B)(4). The device batch lot, serial number, UDI details are unknown.

Event description:
This spontaneous serious report was received from a nurse via territory business manager (tbm) and refers to a patient (age and gender not reported) who began treatment with urinary catheter 16 fr (catheter tip details not reported) on (B)(6) 2026 for low-grade intermediate-risk non-muscle invasive bladder cancer and experienced the adverse event of "laceration to the urethra/excessive bleeding in the urethra because of catheter placement" (pt: urethral injury). No medical history and concomitant medications were reported. On (B)(6) 2026, when the treatment team placed the catheter, a laceration to the urethra occurred. The patient presented to the emergency room (ER) for "laceration to the urethra/excessive bleeding in the urethra occurring during the catheter placement" (pt: urethral injury). After being in the emergency room for three days, a surgical urethral intervention was performed. The event was determined to be serious due to hospitalization. The first dose was completed and received by the patient. On (B)(6) 2026, the patient received first instillation with urinary catheter 16 fr (strength: 56 ml), 75mg via catheter (frequency not reported). It was reported that further administration was cancelled. Treatment received for the event included surgical urethral intervention. The outcome of the event of "laceration to the urethra/excessive bleeding in the urethra because of catheter placement" was not resolved. Action taken with urinary catheter 16 fr was no change. The dechallenge and rechallenge for the event was also unknown. Consent for follow up was not provided by the reporter.